Event description:
It was reported that during of a cardiac ablation procedure to treat persistent atrial fibrillation and typical right atrial flutter, it was noted that there was difficulty achieving conduction block, and conduction block was eventually achieved using both radiofrequency ablation and pulsed-field ablation. At the end of the procedure, a suspected pericardial effusion was identified on transthoracic echocardiogram. It was further reported that cardiac tamponade occurred in the recovery room, and drainage was performed followed by sternotomy. It was further reported that a perforation was identified at the junction of the inferior vena cava and the right atrium and was repaired. It was reported that the patient later developed septic shock and died the following day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the physician made one suture point at the necrosis spot that was observed.